Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during priming. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The touch screen of the pump has been replaced and the system has been returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.